Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The impactor was returned for evaluation. As returned the thread portion of the strike plate was fractured and remained. Visual inspection showed scratches and dents from use. Device history record was reviewed and no discrepancies were found. Root cause is related to design deficiency. As a correction, a design change was made, which changed the connection of the strike plate to the impactor body from epoxy to metal weld. The device on this complaint was manufactured to the update. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not yet received.

Event description:
It was reported that during a reverse total shoulder arthroplasty, the mini baseplate impactor cap fractured off during impaction. No known adverse event was reported. No adverse events have been reported as a result of the malfunction.